Event description:
A facility reported that when the staff went to plug in the mlx 300w xenon lightsource (00mlx) with a different power cord, they seen a spark and the unit would not turn on at all. They were preparing the machine to be used later for a surgery case. No injury, death or surgical delay was reported.

Manufacturer narrative:
The suspected xenon lightsource (00mlx) was returned to manufacturer for evaluation: a review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. The described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. At present, we consider this complaint to be closed. Trends will be monitored for this and similar issues.